Event description:
Catheter broke during removal following a tah procedure. Upon removal, the resident reportedly pulled the catheter in the incorrect direction. Pt was taken back into surgery. The catheter was found to have been caught on a suture. The technique used in the placement of the catheters, unrelated to the performance of the actual device itself, may have contributed to the incident. The surgeon has continued to use on-q with no further issues and the pt is doing fine.